Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of his wife alleging that a one touch ultramini meter read inaccurately high. The medical surveillance specialist (mss) spoke to the pt on (B) (6) 2010, and was able to obtain/verify info. The pt tests her blood glucose twice a day. She tests before breakfast and dinner. She manages her diabetes with sliding-scale lantus insulin based on her meter readings. The pt indicated that the alleged issue started on (B) (6) 2010. The pt claimed that her meter was reading "30-50 point higher" than her husband's meter. In one case, the pt claimed that she obtained a reading of "200 mg/dl" on her meter and "150 mg/dl" on her husband's meter. The time difference between the reported tests was less than 30 minutes. On (B) (6) 2010, the pt woke up in the middle of the night sweating. She did not test her blood glucose while feeling low. The pt administered self-treatment by drinking juice which helped to relieve her symptoms. The pt concluded that she might have taken too much insulin based on an inaccurate high meter reading. The pt was unable to recall what meter reading she obtained before the event occurred on (B) (6) 2010. The pt explained that the doctor's visit on (B) (6) 2010, was a regular checkup. She denied having any symptoms during the visit. She also denied receiving treatment during the visit. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.